Event description:
It was reported that during a laparoscopic left nephrectomy procedure, the device with a white reload was fired on the renal vein, second firing. The distal end of staple line was pumping blood. The patient lost 1500cc of blood. Opened patient and gave blood transfusion. The patient is stable now. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Was the vein isolated prior to firing? Yes. Where was the vein in the jaws? Proximal, middle distal-middle. Was the staple line complete?yes. What did the staple form look like?b formed. Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when?no. Were any of the forces higher or lower than expected (closing, firing, or opening)? A little tough to close. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?he had to use hand to pull apart triggers. Was there any difficulty removing the device from the tissue?no. How long has the surgeon been using this device for this procedure (in years)?8. What were the patient¿s pre-existing conditions?none. How is the patient currently?doing well. Is the patient expected to have a full recovery?yes.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information has been requested. A supplemental report will be sent upon receipt of further information.